Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to burnt usb connector port. Pictures were taken. Receiver charge and boot tests were performed and failed due to burnt usb connector port. An internal visual inspection was performed and failed due to burnt usb connector port. Pictures were taken. The receiver log was not downloaded and reviewed due to the usb connector port being burnt. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.